Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device keypad number one did not work. Facility biomed tested the device and found that the keypad number one worked without difficulty. Biomed connected the device and used the number one button several times when setting the device parameters and never experienced the keypad failure. There was no patient involvement reported.

Event description:
It was reported that the device keypad number one did not work. Facility biomed tested the device and found that the keypad number one worked without difficulty. Biomed connected the device and used the number one button several times when setting the device parameters and never experienced the keypad failure. There was no patient involvement reported.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : device not returned.